Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is rec'd, a f/u report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the patient rec'd more medication than intended. At an unspecified time, channel 1 of the device was programmed to deliver lactated ringers at a rate of 175ml/hr with a vtbi (volume to be infused) of 1000ml, and the delivery was started. No further programming parameters were provided. It was reported that 3 hours after the delivery was started, the nurse noted the delivery was complete. The device was removed from clinical service. Therapy was resumed using a replacement deice. There were no reported adverse effects to the patient and no reported delays of critical therapy. No medical interventions were required. During testing at the user facility, channel 1 of the device delivered more than intended. Though requested, no add'l info was provided.